Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the serial number is unknown. Animal studies have demonstrated that audible saline boiling (popping sound) can occur if any cell loses contact with the tissue during ablation, and has not resulted in tissue damage. Audible saline boiling can also occur if the wand is pressed too hard against the tissue, which slows or stops the flow of saline through one or both cells and results in conductive tissue heating. There were no reported consequences to the patient. A precaution has been added to the epicor ultrawand lp instructions for use (IFU) that states "applying excessive pressure to the device may temporarily decrease saline flow by collapsing or blocking the saline irrigation membranes, resulting in a decrease of acoustic coupling and an increase in heat conducted from the ablation array.

Event description:
It was reported that the ultrawand device became warm in the physician's hand during the ablation with about 15 seconds left to the end of the ablation set. The ablation was paused at the 11 seconds to go mark and the irrigation flow was increased from 120 ml/min to 300 ml/min. The surgeon paused the ablation before any damage could occur to the patient, waited for the system to cool, and restarted the ablation with 11 seconds left to go. He did not feel the wand getting warm after that point. The device was discarded at the hospital. The physician was concerned that the patient side of the wand could be getting warmer than desired, because the back of the wand was so warm. He did not remove the wand from behind the heart, but did remove his hand. He believes that the patient was not in any real danger, but that this is a problem that should be addressed.